Event description:
A report was received from the chinese health authority. A non-healthcare professional reported that, due to an uneven surface of the patient¿s eyeball, incomplete flap creation occurred during refractive surgery in the unknown eye of the patient. Additional instruments were required to complete the flap separation, which resulted in a delay of the surgical procedure.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).